Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, over the past year, this cardiac resynchronization therapy defibrillator (crt-d) had recorded high, out-of-range shock lead impedance measurements on the competitive right ventricular (rv) lead. The last shock delivered over a year ago had shock lead impedance measurements within normal range. The lead was surgically abandoned. This device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the competitive lead was tested on a pacing systems analyzer and device involvement was ruled out. No adverse patient effects were reported.